Event description:
It was reported that during a surgical procedure, the neptune manifold disposable was clogging while removing surgical waste. The procedure was completed successfully, without a surgical delay. There was no patient or user injury reported, and no other adverse consequences alleged with this event.

Manufacturer narrative:
Device discarded by user facility.